Event description:
A us distributor reported that a monitor cannot run detect and treat testing due to functional issue

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue) was isolated to the c19 capacitor being pulled from the defibrillator pca. The negative lead pad was lifted off the board, causing the faults. The root cause for the defective c19 capacitor could not be positively identified. There was no adverse event that resulted from the damaged monitor.